Event description:
Follow-up identified the patient experienced pocket heating while charging the ipg. Subsequently, the patient's ipg was explanted and replaced on (B)(6) 2016. The issues of heating and pain at the ipg site resolved post-operatively.

Event description:
Follow-up identified surgical intervention was postponed as the patient developed an unrelated hand infection.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing pain at the ipg site (positional in nature) regardless of stimulation. The patient tried pain relief patches to no avail. X-ray imaging revealed the ipg was located close to additional hardware in the patient's spine. Per the physician, the presence of scar tissue near the ipg site and the additional hardware maybe causing the pain. Surgical intervention will take place to address the issue.